Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation failure analysis (fa) investigation confirmed but not replicated the customer reported complaint. Fa found the primary finding of unclamping failure to be related to the customer reported complaint. For clarification, the sureform 60 stapler instrument was returned in an expired state. The rfid editor was used return the instrument to an unexpired state. The instrument was found have an unclamping failure based on log review. Once the instrument was reinstalled on an in-house system, it passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 60 reload. Visual inspection of the instrument found no external physical damage. The housing was removed from the back end, no obvious damage was observed. The reported complaint of unclamping failure could not be verified or reproduced during in-house testing. The root cause not determinable/applicable. Patient identifier# (B)(6) for sureform 60 stapler (part number 480460-09/ lot number l10220615-0176) is created to capture the reported issue with stapler of the unclamping failure and required the surgical intervention of cauterization of the staple line to control the ooze. Patient identifier# (B)(6) for sureform 60 stapler (part number 480460-09/lot number l92211122-0269) is created to capture the reported issue with 2nd stapler of the unclamping failure. A review of the the instrument logs for the sureform 60 stapler (part number 480460-09/ part number l10220615 0178) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used in a procedure on (B)(6) 2022 via sk0642. The alleged stapler had 11 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed unclamping failures related to the reported complaint. A review of the sureform 60 stapler instrument logs is conducted by an isi advance failure engineer (afa) and found the following additional information: logs show third sureform used was pn 480460-09, lot l10220615-0178. This instrument was installed once with a blue reload and fired once. Firing was completed per the logs, but the subsequent unclamp resulted in a drivetrain failure at 99.99% completion per the dsp logs. Msc logs show error 22030 with p1 = 2, indicating an unclamp failure occurred with this instrument. Msc logs also show this instrument was force expired after the unclamp failure, which is an expected outcome following an unclamp failure. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the sureform 60 stapler instrument had inadequate clamp. The instrument had unclamping failures. An isi technical support engineer (tse) reviwed system logs and confirmed stapler unclamping failures reported by sureform60 instruments. The customer proceeded with back up stapler instrument. The procedure was completed with no reported injury. The intuitive surgical sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information on 12-september-2022: the customer noted that the surgeon experienced issues with three sureform 60 stapler instruments. The surgeon used these staplers with a blue sureform60 reload on three different spots on the right colon. For all three staplers, the stapler compressed down with no issues and fired. However, at the end of the fire, there was a system-generated message stating, ¿possible failure detected while unclamping; use grips to verify jaws are open. Do not reuse.¿ the surgeon could unclamp the staplers, and the customer confirmed they did not have to use the manual release key. The staple lines were complete. However, the customer could not recall which one but confirmed that one of the staple lines oozed between the first and the second stapler. As a result, the surgeon cauterized the staple line to stop the ooze.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2 and h10. Failure analysis further investigated the instrument. The sureform 60 stapler instrument was visually inspected and found drive cables were still fully tensioned. The I-beam drivetrain was also able to be manually extended and retracted without any unusual behavior. The instrument was tested using the in-house system and it completed a fire on test foam with no error during firing or unclamping. The sureform 60 stapler instrument was disassembled but didn't see any damage/defects to any component or cable. The cause of unclamp drivetrain failure is not determinable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm due to multiple stapler fails. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) and completed the evaluation. Fa confirmed and replicated the reported complaint. A review of the system confirmed 220 stapler error to be an unclamping failure. During the system test, the stapler was tested on the usm and the 22030 error was replicated. The usm passed all relevant testing on the psc fixture test platform (pftp). As a fix, the carriage rotors, gearboxes, and stators will be replaced. The unit passed fiber test, carriage/ axes controller, motor (acm) fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. Additionally, the usm will be upgraded to a -34. The carriage will be upgraded to a -19. Carriage top plate was found damaged. The carriage top plate will be replaced as a fix. Presence pins screws will be replaced to accommodate the carriage upgrade during repair. A grinding noise was heard coming from the yaw and pitch axis. As a fix, the yaw/pitch harmonic drive and the yaw/pitch motor modules will be replaced. The yaw and pitch flat flex cables (ffc) also will be replaced. The yaw sensor housing will be upgraded to -06 version. The parallelogram ground strap cable was found to be damaged. As a fix, the parallelogram will be replaced. The light pipes on the carriage cover were sunken. As a fix, the carriage cover will be replaced. The rolling loop fiber cable was walking. As a fix, the spar will be replaced.

Event description:
Refer to h10/h11 for follow-up information.